Event description:
It was reported that the device exhibited an output anomaly. A hardware failure was suspected. Hv therapy was delivered but not recorded on the egm. Only 4 minutes was recorded. A possible output circuit damage message was displayed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Manufacturer narrative:
Analysis found that an arc mark was observed on the ICD can. It was suspected that the lead arced to the ICD can causing a low impedance path that resulted in damage to the output circuitry. The device exhibited no anomalies and met all specifications in the low voltage section.